Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer had generated an error however the hard drive was reconfigured and the software reloaded as a preventive measure. It was additionally noted that the power cord bay was broken, the electrocardiogram connector on the link electronic module printed circuit board assembly was loose and the stylus was out of specification. All found defective parts were replaced and all other identified issues were resolved. The device passed its final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had generated an error. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.